Event description:
A pt reported blood glucose results of 135 mg/dl and 200 mg/dl with a lifescan meter, performed within 10 minutes of each other. The pt did not experience any symptoms at the time of testing. Due to the erratic readings the pt contacted a medical professional for advice and was advised to take their "pills". The test strips were in good condition and not expired. The technique of applying blood on the test strips was correct. The pt did not have control solution to check the test strips.